Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown. D4 - lot # - plots: 5772846, 13551866, 13551877, 13576574, 13806642, 13806645, 13970845, 14035583, 14226618, 14309851, 14460568, 14512775, 5829209, 9354100, 13551877, 13576574, 13590280, 13855914, 13889374, 13970845, 14309851, 14426618, 14460568, and 14512775.

Event description:
An incident involving a neutron® reporter stated leaking neutron identified during administration of chemotherapy, cytotoxic spill occurred, 3rd identified event within 1 week. Additional event occurred on (B)(6) 22, no harm occurred as fault identified before administration. Alaris giving set attached to neutron needless access valve ¿ leaking not observed at thread or septum. There was patient involvement and delay in the therapy but no harm/adverse event reported.

Manufacturer narrative:
D9 - date returned to MFR: 2/23/2026. Two used devices were returned for investigation. The devices were visually inspected and there was no significant damage or anomalies were noted. During functional testing, no leaks were confirmed. The complaint of leaks cannot be confirmed or replicated. A device history record (DHR) review could not be performed as the lot number was unknown.